Event description:
The customer reported that the left (live) monitor failed to work, thus no live image was displayed. No report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The left monitor was replaced. The system was tested and to be working as intended and put back into service.